Event description:
It was reported to philips that the device was unable to obtain all 12 lead ECG readings, only one lead would display. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.